Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency department complaining of chest pain. Upon interrogation, diaphragmatic stimulation was noted on all configurations. The left ventricular lead was turned off. On (B)(6) 2012 the lead was explanted and replaced.